Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Reporter stated the infusion device display went black and the buttons would not function. The battery was changed, and the infusion device functioned as intended. The error history was viewed, and there was no error message prior to the infusion device shutting-down. No adverse event was reported. The alleged product was requested for evaluation.